Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/09/2017 with the following findings: the black box shows unusual replace battery alarm on (B)(6) 2017 at 12:07; vp at time of alarm was 146. No moisture/corrosion observed in the battery compartment. No damage found to battery compartment or returned battery cap. Returned battery cap is able to fully tighten to the pump and power it on. The pump current draws measured within specifications. A "battery life" issue was not duplicated during testing. Removed pump cover; component 24 was found detached form the pcb. The complaint was verified in the history but could not be duplicated during investigation. (B)(4).